Event description:
A customer reported to beckman coulter, inc. (Bec) that she got a cut on her finger while trying to clean the metal plate in the waste box on automate 2500 sample processing system. The metal plate is soft, so the custumer slipped with her hand between the metal plate and the bottom plate. She had a big cut on the little finger on the left hand and had a heavy bleeding. The customer immediately sought a medical attention, and the cut was sewn with several tucks. Blood test was not performed as she said the unit was new and not dirty. The customer was signed off sick for two weeks but is now well.